Event description:
Approximately three weeks following a pulmonary vein ablation procedure, the patient presented to the clinic with gastro esophageal reflux symptoms. An esophageal fistula could not be confirmed by a CT scan; however further testing determined a esophageal perforation had occurred. There was no other damage to the left atrium or other surrounding structures. The physician believed the perforation to be caused by the heat sink effect of the catheter on the posterior wall of the left atrium. The patient is being followed in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, perforation is a known risk during the use of this device.